Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the suture thread fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Manufacturer narrative:
Block e1 (initial reporter facility name): the (B)(6) university block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached. Additionally, the handle did not have marks of trip wire being secured. The returned irrigation tube was in good condition. The suture thread was detached from the ligator head teeth, consistent with the findings when the ligator head was observed under magnification. Additionally, the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of detached suture was confirmed. Upon analysis, it was found that the suture was detached, all bands were attached in the ligator head, and the trip wire was not secured in the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. It is also possible that the detached suture could have happened due to excessive force applied on the device. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the suture thread fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.